Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose reached 400 mg/dl during the time he had skin issues. Customer treated with injections. Customer stated that he has not gotten any medical attention for his high blood glucose. Customer declined troubleshooting and stated that it was only due to the site issues.